Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced hypoglycemia after lunch and dinner during the first week of ilet use, with the lowest blood glucose of 61 mg/dl and approximately 45 minutes below range; the user treats lows with oral glucose and uses a g7 sensor. Symptoms included hypoglycemia without loss of consciousness or other acute complications. Outcomes included self-treatment with oral glucose and recovery at home without medical intervention or hospitalization. Investigation included data sync review and troubleshooting education on meal announcements and timing, with guidance to continue standard use practices. Investigation of this case revealed no device alarms or malfunctions and suggested that postprandial lows occurred in the context of low-carbohydrate meals and early learning period use. It was concluded, based on previously established findings for similar reports, that the cause was unclear.